Event description:
Procedure type: adrenalectomy. According to the rptr: during use, a metallic pin disengaged from the locking collar latch, but did not fall into the cavity. Stopped using this device. Another instrument was opened and the procedure was completed. The operating time was not extended as a result. There was no tissue damage, no bleeding and nothing fell into the cavity. Pt status: ok. No further pt info available.